Event description:
Additional information: this event did not involve an urgent medical situation. The break was discovered during use and leakage and caused a delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a split was observed on the proximal end of the extension tubing. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A sample was not returned for the other occurrence reported; therefore, that occurrence is inconclusive.

Event description:
It was reported that they have leakage/crack below the collar of the PICC. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.